Event description:
The syncardia companion driver caddy is a small cart with wheels into which the companion 2 driver docks. It is designed to facilitate mobility of stable patients while in the hospital. The customer reported that the handle of the companion driver caddy was broken. This alleged failure mode poses a low risk to the patient because it did not prevent the companion 2 driver from performing its life-sustaining functions. The companion driver caddy will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.